Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced insulin flow block alarm during therapy due to bent cannula event on (B)(6) 2026. No further information available.